Event description:
It was reported that the patient had expired at home. The family of the patient is questioning the device performance. No specific complaint has been made. No complaints or allegations have been made by a health professional. The cause of death listed on the death certificate is natural causes. The patient had a history of cardiomyopathy and congestive heart failure. Specific information about the patient's death have been requested and not been made available.

Event description:
It was reported that the patient had expired at home. The family of the patient is questioning the device performance. No specific complaint has been made. No complaints or allegations have been made by a health professional. The cause of death listed on the death certificate is natural causes. The patient had a history of cardiomyopathy and congestive heart failure. Specific information about the patient's death have been requested and not been made available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2011, product ID: 419688, serial# (B)(4), implanted: (B)(6) 2011. Product ID: 694758, serial# (B)(4), implanted: (B)(6) 2011. The device was returned, analyzed, and analysis results revealed no anomalies found.